Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -12.5/1.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vault. On (B)(6) 2022 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).